Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by a half height drawer failing and then recovering. A field service engineer reseated row board connectors for the drawer to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported that they had used an alternative station to obtain the medication. There were no adverse events or injuries reported based on this event.